Event description:
According to allegations made in a lawsuit, the patient experienced intra-abdominal bleeding, thermal burning, severe infection with intra-abdominal abscesses, and septic shock after a da vinci hysterectomy procedure. The patient continues to suffer from chronic abdominal pain and severe bowel issues. The patient has been unable to maintain intimate relationships and suffers emotional distress. Allegedly, the patient underwent multiple additional medical tests/procedures and surgery.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical received additional information regarding the reported event.

Manufacturer narrative:
There was no patient or hospital name/contact information provided for the reported event. Therefore, a follow up on the alleged patient's condition and event description could not be made. Should additional information become available, a follow up MDR will be sent.